Event description:
The pt called alleging high readings on family member's lifescan meter. Pt tested on family member's meter and received and 400 mg/dl and did not experience any symptoms at the time of testing. Greater than 30 minutes later pt tested on the physician's meter and received a 101 mg/dl and did not receive any treatment. The test strips were in good condition and not expired. The meter had been cleaned properly; however, the meter failed using the check strip (twice). Based on the info provided, this case is being reported as a malfunction, since the check strip test failed twice.